Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14079 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient experienced issue with two infusion sets were fell off during use. The area of insertion was cleaned and air-dried. The blood glucose level was 120 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.